Event description:
It was reported that upon pulse generator interrogation, a "data not read" message appeared. When the ventricular sense test was attempted, telemetry could not be maintained. Measured battery data from 2008, was 2.72 v, 8 ua, and 7.8 k, with an estimated remaining longevity of 1.5 years, or 11 months at 100 percent pacing. As the device could potentially be close to or at elective replacement indicator it was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.